Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("coils migrated into my abdomen") in a female patient who had essure inserted. Other product or product use issues identified: device use issue "the doctor put multiple coils in my tubes". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes surgically removed). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: I got it in (B)(6) and had it removed in (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device use issue. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated into my abdomen / migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device use issue "the doctor put multiple coils in my tubes". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (tubes surgically removed and pelvic surgery). Essure was removed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: I got it in jun and had it removed in september. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device use issue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (update of FDA codes and ptc global number ) incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated into my abdomen / migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device use issue "the doctor put multiple coils in my tubes". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (tubes surgically removed and pelvic surgery) and surgery. Essure was removed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: I got it in (B)(6) and had it removed in (B)(6). Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device use issue. Most recent follow-up information incorporated above includes: on 11-may-2018: summons received. New reporter lawyer added; essure indication and insertion date provided; severe lower quadrant pain and heavy and irregular bleeding were added as event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils migrated into my abdomen / migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device use issue "the doctor put multiple coils in my tubes". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (tubes surgically removed and pelvic surgery) and surgery. Essure was removed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: I got it in jun and had it removed in september. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device use issue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ a fragment of the coil was left in the fat tissue by my colon"), device dislocation ("coils migrated into my abdomen / migration of the essure device : pelvis / abdomen") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure (batch no: b34597, cs000su, b97488) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "the doctor put multiple coils in my tubes" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included nausea, stomach pain and bloating. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal region pain"). The patient was treated with surgery (bilateral salpingectomy,surgical removal of coil(s) ¿ removal of coils from pelvis). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation and genital haemorrhage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: I got it in jun and had it removed on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2015: showed fragments of essure in abdomen. Ultrasound scan vagina: on an unknown date: shows essure coil in the right tube. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device use issue, abdominal pain, right lower quadrant pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: pfs received : case medically confirmed. Lot no.'s were added. New events, "device breakage, pelvic pain, abdominal pain, did not undergo essure conformation test" were added. Outcome of events, "abdominal pain, pelvic pain" were changed to ".recovered/resolved". Essure removal date was added. Product information was added. Onset dates of events were added. Reporter information was added. Patient information was added. Patient's demographics were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ a fragment of the coil was left in the fat tissue by my colon'), device dislocation ('coils migrated into my abdomen / migration of the essure device : pelvis / abdomen') and genital haemorrhage ('heavy and irregular bleeding') in a 33-year-old female patient who had essure (batch no. B34597,b97488, cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "the doctor put multiple coils in my tubes" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included nausea, stomach pain and bloating. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal region pain"). The patient was treated with surgery (bilateral salpingectomy,surgical removal of coil(s) ¿ removal of coils from pelvis and surgical removal of coil(s) ¿ removal of coils from pelvis). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation and genital haemorrhage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: I got it in jun and had it removed in september. She had lot number cs000su (expiration date: 28-aug-2017), b97488 (expiration date: 30-nov-2016). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: showed fragments of essure in abdomen. Ultrasound scan vagina - on an unknown date: shows essure coil in the right tube.. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device use issue, abdominal pain, right lower quadrant pain. Lot number:b34597, manufacturing date:2013/05, expiration date:2016/05. Lot number:b97488, manufacturing date:2013/11, expiration date:2016/11. Lot number:cs000su, UDI: (B)(4), manufacturing date: 2015/02, expiration date:2017/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ a fragment of the coil was left in the fat tissue by my colon'), device dislocation ('coils migrated into my abdomen / migration of the essure device : pelvis / abdomen/ malposition of the essure device: pelvis / abdomen') and genital haemorrhage ('heavy and irregular bleeding') in a 33-year-old female patient who had essure (batch no. B34597, b97488, cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "the doctor put multiple coils in my tubes" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included nausea, stomach pain and bloating. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal region pain"), back pain ("pain in my lower back") and arthralgia ("hip pain,knee"). The patient was treated with surgery (bilateral salpingectomy,surgical removal of coil(s) ¿ removal of coils from pelvis and surgical removal of coil(s) ¿ removal of coils from pelvis). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, genital haemorrhage, back pain and arthralgia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, arthralgia, back pain, device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: I got it in (B)(6) and had it removed in (B)(6). She had lot number: cs000su (expiration date: -28-aug-2017), b97488 (expiration date: 30-nov-2016). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: showed fragments of essure in abdomen. Ultrasound scan vagina - on an unknown date: shows essure coil in the right tube. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, device use issue, abdominal pain, right lower quadrant pain. Lot number: b34597 manufacturing date: 2013/05 expiration date: 2016/05. Lot number: b97488, manufacturing date: 2013/11, expiration date: 2016/11. Lot number:cs000su, UDI: (B)(4). Cs000su, manufacturing date: 2015/02, expiration date: 2017/08. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: following events were added: hip pain, knee, pain in my lower back. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.